Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent prompts stating that the requested insulin could not be delivered. The customer reported that supplies were changed to resolve the issue. Tandem technical support was unable to confirm any alerts or alarms related to the reported issue. Customer's blood glucose was 150 mg/dl at the time of the report.